Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs not withstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 06/dec/2017. Inspection of the unit was performed on 28/dec/2017 where the quality control inspector found the following: insertion tube burn mark. Connector root brace cracked. Prism cracked. Failed wet leak test. Image shadows. Air/ water socket cylinder o-ring chipped. Failed dry leak test. Pve electrical connector frame has severe corrosion. Leak at forward body trim collar. Umbilical cable dent. Customer complaint not stated. Insertion tube root brace cut. Distal cap - fixed type a2 - zone a # discontinuities, gaps, insertion tube mild crush at stage 1. Fluid invasion not observed in control body. Fluid invasion in pve connector. Hole in # 2 remote control button cover. Distal cap - fixed type b1 - zone b - seal integrity intact. Shield cover corroded. Distal cap - fixed type failed seal integrity inspection. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs includes the distal case/cap, which will be replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user 02/feb/2018. Parts replaced: o-rings and seals. Air/water tube. Objective prism assy. Operation channel. Adjusting collar. Angle wire. Bending rubber. Segment attaching screw. Insertion flexible tube. Root brace rubber. Segment assy attaching screw. Rl pulley assy. Ud pulley assy. Remote control button(1). Root brace rubber lg connector(refurb). Light guide cable. Pcb for ccd k2 pb-free/ntsc. Shield cover. Lg cable connector assy pb-free/nt. Distal case/cap. R/l lock adjusting ring. Rl friction disk. Rl lock base unit. Rl lock rotating disk.